Event description:
During a device replacment due to eri, the replacement ICD was connected to the existing medtronic lead which showed high lead impedance. The device had reset with a message to reprogram the ICD. Reprogramming was attempted but was not successful. The device reset again. Each lead patch was then connected to an hvs02 which showed high impedance on the posterior patch. The decision was made to abandon the existing lead system and implant a v-14sd with an spl lead.